Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('migration of essure device: location of device: right side myometrium'), device expulsion ('migration of essure device: location of device: right side myometrium'), device breakage ('device breakage') and urinary retention ('bladder or urinary problems or changes:urinary retention') in a 34-year-old female patient who had essure (batch no. A20060, a60612-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal. Concurrent conditions included anemia, vitamin d deficiency, abdominal pain, constipation, right lower quadrant pain, colonoscopy, retroverted uterus, ovarian cyst, right lower quadrant pain, palpitations, chest pressure, chest pain, stress, sleep loss, perineal pain, paratubal cyst, nausea and adhesion. Concomitant products included fish oil from (B)(6) 2014 to (B)(6) 2017 and iron from (B)(6) 2014 to (B)(6) 2017 for anemia, vitamin d nos (vitamin d) from (B)(6) 2016 to (B)(6) 2017 for vitamin d deficiency as well as bisacodyl, hydrochlorothiazide;triamterene (diu) since 2010 to (B)(6) 2013, macrogol (polyethylene glycol), macrogol 3350 (miralax), magnesium citrate (citrate of magnesia), medroxyprogesterone acetate (depo provera) from (B)(6) 2013, morniflumate (flomax) from (B)(6) 2017, multivitamins, plain from (B)(6) 2017 and paracetamol (acetaminophen) from (B)(6) 2017. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain ("physical pain / pelvic area"), 20 days after insertion of essure. In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), depression ("psychological or psychiatric problems condition: depression and mental anguish"), anxiety ("psychological or psychiatric problems condition: depression and mental anguish") and alopecia ("hair loss") and was found to have weight decreased ("weight loss"). On (B)(6) 2015, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). On (B)(6) 2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and colon injury ("small thermal injury of an area of the rectosigmoid which was oversewn"). On (B)(6) 2017, the patient experienced urinary retention (seriousness criterion medically significant). On an unknown date, the patient experienced mood altered ("hormonal changes describe: mood changes"). The patient was treated with surgery (robotic assisted laparoscopic bilateral and robotic assisted laparoscopic bilateral salpingectomies). Essure was removed on (B)(6) 2017. At the time of the report, the embedded device, device expulsion, device breakage, urinary retention, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, mood altered, depression, anxiety, alopecia, weight decreased and colon injury outcome was unknown and the pelvic pain was resolving. The reporter considered alopecia, anxiety, colon injury, depression, device breakage, device expulsion, dysmenorrhoea, dyspareunia, embedded device, menorrhagia, mood altered, pelvic pain, urinary retention, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: previously added hsg test in lab data & in current pfs it was reported "she did not undergo an essure confirmation test". Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.3 kg/sqm. Hysterosalpingogram - on an unknown date: essure device was successfully occluded.. Ultrasound abdomen - on an unknown date: impression: no focal tenderness within the right lower quadrant. No tubular blind ending pouch consistent with abnormal appendix detected. If further imaging is warranted MRI can be performed.; on (B)(6) 2014: impression:-abdominal ultrasound within normal limits; on (B)(6) 2016: impression: no evidence for appendicitis nor other acute intra-abdominal or pelvic pathology. Ultrasound scan vagina - on (B)(6) 2015: impression: there is an iud which appears in abnormal position and would appear to penetrate the right side of the myometrium extending toward the fundus. Endometrial thickness is 1.2 cm. 1.5 cm right ovarian cyst. No evidence for torsion.. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: depression, migration of essure device: location of device: right side myometrium. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 15-aug-2019: quality safety evaluation of ptc we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('migration of essure device: location of device: right side myometrium'), device expulsion ('migration of essure device: location of device: right side myometrium'), device breakage ('device breakage'), urinary retention ('bladder or urinary problems or changes:urinary retention') and genital haemorrhage ('general abnormal bleeding') in a 34-year-old female patient who had essure (batch no. A20060, a60612-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal. Concurrent conditions included anemia, vitamin d deficiency, abdominal pain, constipation, right lower quadrant pain, colonoscopy, retroverted uterus, ovarian cyst, right lower quadrant pain, palpitations, chest pressure, chest pain, stress, sleep loss, perineal pain, paratubal cyst, nausea and adhesion. Concomitant products included fish oil from (B)(6) 2014 to (B)(6) 2017 and iron from (B)(6) 2014 to (B)(6) 2017 for anemia, vitamin d nos (vitamin d) from (B)(6) 2016 to (B)(6) 2017 for vitamin d deficiency as well as bisacodyl, hydrochlorothiazide;triamterene (diu) since 2010 to (B)(6) 2013, macrogol (polyethylene glycol), macrogol 3350 (miralax), magnesium citrate (citrate of magnesia), medroxyprogesterone acetate (depo provera) from (B)(6) 2013 to (B)(6) 2013, morniflumate (flomax) from april 2017 to may 2017, multivitamins, plain from (B)(6) 2014 to (B)(6) 2017 and paracetamol (acetaminophen) from (B)(6) 2013 to (B)(6) 2017. On (B)(6)2013, the patient had essure inserted. On (B)(6)2013, the patient experienced pelvic pain ("physical pain / pelvic area"), 20 days after insertion of essure. In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), depression ("psychological or psychiatric problems condition: depression and mental anguish"), anxiety ("psychological or psychiatric problems condition: depression and mental anguish") and alopecia ("hair loss") and was found to have weight decreased ("weight loss"). On (B)(6)2015, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). On (B)(6) 2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and colon injury ("small thermal injury of an area of the rectosigmoid which was oversewn"). On (B)(6)2017, the patient experienced urinary retention (seriousness criterion medically significant). On an unknown date, the patient experienced mood altered ("hormonal changes describe: mood changes"), abdominal pain ("abdominal pain") and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (robotic assisted laparoscopic bilateral and robotic assisted laparoscopic bilateral salpingectomies). Essure was removed on (B)(6)2017. At the time of the report, the embedded device, device expulsion, device breakage, urinary retention, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, mood altered, depression, anxiety, alopecia, weight decreased and colon injury outcome was unknown, the pelvic pain was resolving and the abdominal pain and genital haemorrhage had resolved. The reporter considered abdominal pain, alopecia, anxiety, colon injury, depression, device breakage, device expulsion, dysmenorrhoea, dyspareunia, embedded device, genital haemorrhage, menorrhagia, mood altered, pelvic pain, urinary retention, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: previously added hsg test in lab data & in current pfs it was reported "she did not undergo an essure confirmation test". Plaintiff received treatment for abdominal pain diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.3 kg/sqm. Hysterosalpingogram - on an unknown date: essure device was successfully occluded.. Ultrasound abdomen - on an unknown date: impression: no focal tenderness within the right lower quadrant. No tubular blind ending pouch consistent with abnormal appendix detected. If further imaging is warranted MRI can be performed.; on (B)(6)2014: impression:-abdominal ultrasound within normal limits; on (B)(6)2016: impression: no evidence for appendicitis nor other acute intra-abdominal or pelvic pathology. Ultrasound scan vagina - on (B)(6)2015: impression: there is an iud which appears in abnormal position and would appear to penetrate the right side of the myometrium extending toward the fundus. Endometrial thickness is 1.2 cm. 1.5 cm right ovarian cyst. No evidence for torsion.. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: depression, migration of essure device: location of device: right side myometrium. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 4-sep-2019: pfs received. Reporters information updated.. Event: abdominal pain, general abnormal bleeding were added.event outcome were updated to recovered: abdominal pain, general abnormal bleeding. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('migration of essure device: location of device: right side myometrium'), device expulsion ('migration of essure device: location of device: right side myometrium'), device breakage ('device breakage') and urinary retention ('bladder or urinary problems or changes:urinary retention') in a (B)(6)-year-old female patient who had essure (batch no. A20060, a60612) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal. Concurrent conditions included anemia, vitamin d deficiency, abdominal pain, constipation, right lower quadrant pain, colonoscopy, retroverted uterus, ovarian cyst, right lower quadrant pain, palpitations, chest pressure, chest pain, stress, sleep loss, perineal pain, paratubal cyst, nausea and adhesion. Concomitant products included fish oil from (B)(6) 2014 to (B)(6) 2017 and iron from (B)(6) 2014 to (B)(6) 2017 for anemia, vitamin d nos (vitamin d) from (B)(6) 2016 to (B)(6) 2017 for vitamin d deficiency as well as bisacodyl, hydrochlorothiazide;triamterene (diu) since 2010 to (B)(6) 2013, macrogol (polyethylene glycol), macrogol 3350 (miralax), magnesium citrate (citrate of magnesia), medroxyprogesterone acetate (depo provera) from (B)(6) 2013 to (B)(6) 2013, morniflumate (flomax) from (B)(6) 2017 to (B)(6) 2017, multivitamins, plain from (B)(6) 2014 to (B)(6) 2017 and paracetamol (acetaminophen) from (B)(6) 2013 to (B)(6) 2017. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain ("physical pain / pelvic area"), 20 days after insertion of essure. In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), depression ("psychological or psychiatric problems condition: depression and mental anguish"), anxiety ("psychological or psychiatric problems condition: depression and mental anguish") and alopecia ("hair loss") and was found to have weight decreased ("weight loss"). On (B)(6) 2015, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). On (B)(6) 2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and colon injury ("small thermal injury of an area of the rectosigmoid which was oversewn"). On (B)(6) 2017, the patient experienced urinary retention (seriousness criterion medically significant). On an unknown date, the patient experienced mood altered ("hormonal changes describe: mood changes"). The patient was treated with surgery (robotic assisted laparoscopic bilateral and robotic assisted laparoscopic bilateral salpingectomies). Essure was removed on (B)(6) 2017. At the time of the report, the embedded device, device expulsion, device breakage, urinary retention, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, mood altered, depression, anxiety, alopecia, weight decreased and colon injury outcome was unknown and the pelvic pain was resolving. The reporter considered alopecia, anxiety, colon injury, depression, device breakage, device expulsion, dysmenorrhoea, dyspareunia, embedded device, menorrhagia, mood altered, pelvic pain, urinary retention, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: previously added hsg test in lab data & in current pfs it was reported "she did not undergo an essure confirmation test". Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.3 kg/sqm. Hysterosalpingogram - on an unknown date: essure device was successfully occluded.. Ultrasound abdomen - on an unknown date: impression: no focal tenderness within the right lower quadrant. No tubular blind ending pouch consistent with abnormal appendix detected. If further imaging is warranted MRI can be performed.; on (B)(6) 2014: impression:-abdominal ultrasound within normal limits; on (B)(6) 2016: impression: no evidence for appendicitis nor other acute intra-abdominal or pelvic pathology. Ultrasound scan vagina - on (B)(6) 2015: impression: there is an iud which appears in abnormal position and would appear to penetrate the right side of the myometrium extending toward the fundus. Endometrial thickness is 1.2 cm. 1.5 cm right ovarian cyst. No evidence for torsion.. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: depression, migration of essure device: location of device: right side myometrium. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-aug-2019: pfs and mr received: new events added:- mood changes, abnormal bleeding (vaginal, menorrhagia),depression, mental anguish, urinary retention, migration of essure device: location of device: right side myometrium, device breakage, dysmenorrhea, dyspareunia, weight loss, hair loss & small thermal injury of an area of the recto sigmoid which was over sewn. Event outcome of pelvic pain was updated from unknown to recovering /resolving. Reporters, patient's demographic, lot no, concomitant conditions & drugs were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.